Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead triggered a lead safety switch for an out of range pace impedance measurement. The health care professional (hcp) reported that the system was tested; no out of range values were seen. The system remains in service. There were no adverse patient effects reported.